Event description:
It was reported that the herculink stent delivery system (sds) was being used in the popliteal artery (off label use). Upon advancing the device over the horn there was difficulty crossing the bifurcation, but was able to cross through the bifurcation. However, the device would not cross the lesion. Upon removal, the sds was pulled back into the sheath and the stent dislodged from the sds and remained in the pt. Another stent was used to compress the dislodged stent into the artery wall at an unintended location. It is unknown at this time if the lesion was treated.